Event description:
It was reported that the epicardial left ventricular (lv) lead was found to have high pacing thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk, implantable cardioverter defibrillator (ICD), (B)(6) 2011. A 6947, implantable tachy lead, (B)(6) 2002. Aq 4076, implantable pacing lead, (B)(6) 2007. (B)(4).